Manufacturer narrative:
The no foam bottle had a cracked cap. The root cause is unknown.

Event description:
Beckman coulter inc. (Bci) warehouse in china received a leak from a bottle of synchron lx no foam. There was no exposure to uncovered wounds or mucous membranes. No injury was reported, and medical attention was not sought. Msds was reviewed and the facility has exposure control plan. There was no effect to patient or user.